Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 68 year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 5.0 device. During the removal of the pump, a hemothorax formed. A blood transfusion was provided, however, the patient ultimately expired after a dnr was enacted. The physician alleged that the impella may have caused or contributed to this injury and outcome.

Manufacturer narrative:
This supplemental MDR is being filed to include the report of cardiac tamponade. The device has not been received, therefore, no physician investigation of the product could be completed. If new information is received, a supplemental MDR will be filed.

Event description:
A supplemental MDR is being filed as new information was provided revealing the patient to have endured a cardiac tamponade in relationship to the device.